Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hypoglycemia within the first day of pump wear after taking a long-acting insulin dose on the morning of training, then manually paused the pump whenever glucose dropped below 100 mg/dl, not realizing the system pauses delivery automatically at 75 mg/dl; customer support recommended a factory reset due to potential maladaptation from repeated manual pauses. Symptoms included insufficiently characterized clinical effects. Outcomes included insufficiently characterized impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information regarding a device-related problem or a particular device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.